Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker is exhibiting longevity fluctuations. Health care professional (hcp) reported that on (B)(6) 2017 battery was at 2 years, on (B)(6) 2018 & (B)(6) 2018 it was less than 0.5 years and on (B)(6) 2018 backed up to 1.5 years. Reportedly patient has been going in and out of atrial fibrillation. Boston scientific technical services (ts) provided explanation about device behavior and troubleshooting for the future when close to replacement. Remains in service. No adverse patient effects were reported.